Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent noise and oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the atrial oversensing is a known issue. Reprogramming was done prior to the carelink transmission and the patient atrial lead will be re-evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.